Event description:
It was reported, the customer received a motor error alarm during a basal. Customer's blood glucose was 143 mg/dl. The customer stated they did not take off their insulin pump when performing an MRI. Customer stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase. No battery out limit alarm noted. Unable to perform the displacement test due to motor error alarm. The insulin pump has a small crack on the reservoir tube lip.